Manufacturer narrative:
Device evaluation: returned device was received for evaluation. No evidence of reported problem was available. During the evaluation of the device it was unable to duplicate customer's reported problem in that the pump was displaying "1310" error code message during the investigation. Battery depleted alarming messages without power up each time batteries are inserted. Missing both back labels. The issue was caused by customer damaged. Problem source was traced to the user. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd legacy plus pump displayed error 1310. No patient involvement.